Event description:
It was reported that r-waves decreased from implant. The lead was replaced and discarded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.